Event description:
A dialysis facility nurse reported that five healthcare professionals have had symptoms of chest tightness, headaches, nausea, and sore throat due to the disinfection procedure used with the ten reverse osmosis machines that are being used at their facility. There have been no serious injuries or medical intervention associated with any of the incidents.